Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. System logs were not available for review.

Event description:
It was reported that following an ion lung biopsy procedure, the patient developed a pneumothorax that required chest tube placement. The targeted nodule was located in the left upper lobe, measured 2 centimeters, was attached to the pleura, and exhibited cavitation. The procedure was completed as planned without any delays. A chest x-ray revealed a moderate-sized pneumothorax, prompting chest tube placement. The patient remained asymptomatic. After resolution of the pneumothorax, the chest tube was removed and the patient was discharged home four hours after the procedure. The physician does not believe the pneumothorax was related to the ion system. There was no device malfunction involving the ion system, instruments, or accessories.